Event description:
The customer alleged that they had a pt who experienced staining in the mouth and swelling of the tongue after a probe was processed in cidex opa. The customer did not respond to asp's attempts in retrieving more info.